Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing while manipulating the device case. Large deflections in the real-time electrograms indicated loss of telemetry and pacemaker function was inhibited by noise. Shocking and rate sensing lead values were normal.